Event description:
It was reported that the patient had difficulty charging and the ipg had stopped working and had not been functional. No device malfunction was suspected. The ipg was replaced with a non rechargeable battery and the patient was doing well postoperatively. The explanted ipg was not returned to bsn per physician preference.

Manufacturer narrative:
Exact date unknown, event occurred in 2018.